Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered less medication than expected. At an unspecified time, line a of the device was programmed to deliver midazolam at a rate of 5ml/hr. At 2300, line b of the device was programmed in the concurrent mode to deliver fentanyl at a rate of 5ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. No further programming parameters were provided. At 0300, the device alarmed for line b deliver was complete. At that time, the nurse noted that "midazolam container had more fluid like if the fentanyl volume-line b has passed to midazolam container line a". The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was a delay in critical therapy. There were no reported adverse pt effects. No medical interventions were implemented. Though requested, no add'l info was provided.